Event description:
Elegance clinical study it was reported that stent occlusion occurred, requiring surgical intervention. On (B)(6) 2023, the subject was enrolled in the elegance clinical study and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa), left distal sfa extending up to the proximal popliteal artery with 5.5mm proximal reference vessel diameter and 5mm distal reference vessel diameter, with lesion length of 150mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Treatment of the target lesion was performed by placement of the 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Post treatment was performed by placement of a 6mm x 150mm innova vascular self expanding stent. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2023, during the course of index hospitalization, the subject was noted with in-stent occlusion. Medications were given and bypass grafting surgery was performed. On (B)(6)2023, the event was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that: on (B)(6) 2023, during the previously reported index hospitalization, the subject experienced symptoms of left lower extremity pain with paresthesia. Physical examination revealed loss of pedal pulses. Subsequently, bedside ultrasound revealed loss and absence of flow; therefore, computed tomography angiography was performed. This revealed occlusion in the left sfa stents. On (B)(6) 2023, bypass surgery was performed from the left common femoral artery to left popliteal artery with polytetrafluoroethylene. Post procedure, the subject was noted to have good distal perfusion and the popliteal pulse was noted to be recovered.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at time of enrollment: 67 years old.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at time of enrollment: 67 years old.

Event description:
Elegance clinical study. It was reported that stent occlusion occurred, requiring surgical intervention. On (B)(6) 2023, the subject was enrolled in the elegance clinical study and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa), left distal sfa extending up to the proximal popliteal artery with 5.5mm proximal reference vessel diameter and 5mm distal reference vessel diameter, with lesion length of 150mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Treatment of the target lesion was performed by placement of the 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Post treatment was performed by placement of a 6mm x 150mm innova vascular self expanding stent. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2023, during the course of index hospitalization, the subject was noted with in-stent occlusion. Medications were given and bypass grafting surgery was performed. On 10-aug-2023, the event was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that: on (B)(6) 2023, during the previously reported index hospitalization, the subject experienced symptoms of left lower extremity pain with paresthesia. Physical examination revealed loss of pedal pulses. Subsequently, bedside ultrasound revealed loss and absence of flow; therefore, computed tomography angiography was performed. This revealed occlusion in the left sfa stents. On (B)(6) 2023, bypass surgery was performed from the left common femoral artery to left popliteal artery with polytetrafluoroethylene. Post procedure, the subject was noted to have good distal perfusion and the popliteal pulse was noted to be recovered. On 10-aug-2023, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was located in the left mid superficial femoral artery and left distal superficial femoral artery. The reference to the target lesion extending up to the proximal popliteal artery was no longer noted.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at time of enrollment: 67 years old.

Event description:
Elegance clinical study. It was reported that stent occlusion occurred, requiring surgical intervention. On (B)(6) 2023, the subject was enrolled in the elegance clinical study and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa), left distal sfa extending up to the proximal popliteal artery with 5.5mm proximal reference vessel diameter and 5mm distal reference vessel diameter, with lesion length of 150mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Treatment of the target lesion was performed by placement of the 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Post treatment was performed by placement of a 6mm x 150mm innova vascular self expanding stent. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2023, during the course of index hospitalization, the subject was noted with in-stent occlusion. Medications were given and bypass grafting surgery was performed. On (B)(6) 2023, the event was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that: on (B)(6) 2023, during the previously reported index hospitalization, the subject experienced symptoms of left lower extremity pain with paresthesia. Physical examination revealed loss of pedal pulses. Subsequently, bedside ultrasound revealed loss and absence of flow; therefore, computed tomography angiography was performed. This revealed occlusion in the left sfa stents. On (B)(6) 2023, bypass surgery was performed from the left common femoral artery to left popliteal artery with polytetrafluoroethylene. Post procedure, the subject was noted to have good distal perfusion and the popliteal pulse was noted to be recovered. On (B)(6) 2023, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy.

Event description:
Elegance clinical study it was reported that stent occlusion occurred, requiring surgical intervention. On (B)(6) 2023, the subject was enrolled in the elegance clinical study and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa), left distal sfa extending up to the proximal popliteal artery with 5.5mm proximal reference vessel diameter and 5mm distal reference vessel diameter, with lesion length of 150mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to the target lesion treatment with the study device, a 6 mm x 150 mm innova vascular self-expanding stent was placed. Then treatment of the target lesion was performed by placement of the 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6)2023, during the course of index hospitalization, the subject was noted with in-stent occlusion. Medications were given and bypass grafting surgery was performed. On 10-aug-2023, the event was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1: patient identifier: (B)(6) a2: patient age at time of enrollment: 67 years old.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age at time of enrollment: 67 years old.

Event description:
Elegance clinical study. It was reported that stent occlusion occurred, requiring surgical intervention. On (B)(6)2023, the subject was enrolled in the elegance clinical study and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa), left distal sfa extending up to the proximal popliteal artery with 5.5mm proximal reference vessel diameter and 5mm distal reference vessel diameter, with lesion length of 150mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to the target lesion treatment with the study device, a 6 mm x 150 mm innova vascular self-expanding stent was placed. Then treatment of the target lesion was performed by placement of the 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6)2023, during the course of index hospitalization, the subject was noted with stent occlusion. Medications were given and bypass grafting surgery was performed. The event was resolved.